Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. Medtronic field representative went to site on 9/18/14 to test the imaging system, it was found the system was in stand alone mode and frame grabber status not ready. An mvs interface cable was sen to site and replaced. The mvs interface cable was returned to manufacturer and analyzed. The analysis confirmed the reported problem "the system would not move past 'initializing - please wait". Two open wires, lemo pin 9 to j8_1, and lemo pin 11. The field representative completed a system checkout and it passed. System functions as intended and was put back into use. No further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative called in and reported that upon boot up, the system would not move past 'initializing - please wait. They tried rebooting 3 times with no resolution. There was no impact on patient outcome.